Event description:
Event happened at infusion suite. Pt has received the medication 3 times prior to todays infusion. Pt was given inflectra 600 mg via piv. Infusion started at 1034. Pt started complaining something was wrong at 1041 am. Infusion stopped immediately and ns started via gravity wide open. Benadryl given at 1043; 911 contacted at 1044 and arrived by 1050. Rn gave full report to emts. During emt assessment they administer zofran and attached leads for heart monitoring. Emts took patient to (B)(6) ER. Rn manager contacted hospital for update. At 1230. Patient was stable. They have her on a solumedrol drip, given her famotidine IV, and another dose of benadryl. She was going to be monitored for a couple more hours before determining if she can go home. FDA safety report ID #:(B)(4).